Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 17 june 2019. The patient underwent a right knee tibial insert exchange, irrigation and debridement, manipulation, and placement of antibiotic beads due to cellulitis, suspected post-operative wound infection, patella tendon rupture, fall, stiffness, decreased range of motion, effusion, and hematoma. The surgeon noted he did not repair the patella tendon tear due to the fact there is suspicion of infection and did not want to have foreign bodies that could perpetuate further infection. The surgeon obtained intra-operative cultures to determine presence of wound infection. Two depuy cement products were used during the primary operation. Doi: (B)(6) 2018. Dor: (B)(6) 2018. Right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.